Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: there were unexplainable pump reboot events observed in the pump's black box history. The returned battery cap threads were stripped and the cap was unable to fully secure or maintain an electrical connection with the pump. A test battery cap secured to the pump and was used to complete testing. The battery compartment was found to be cracked above and below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The audio bolus button was found to be torn/punctured. The button responded appropriately to user presses.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.